Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed error 4461 b/f probe 3 home detection failure when fse powered on the analyzer and found the b/f probe three was moving erratically. The fse was not able to reproduce error 4497 (b/f table rotation motor overrun to positioning sensor), likely due to probe 3 catching the b/f table preventing it from turning. Fse also verified the voltages of the bfif board and were within specifications. However, cable three, connecting the bf probe plus motor red wire, was broken. Fse replaced the bf probe motor cable and resolved the complaint. Fse repaired and validated the analyzer by successfully powering on the analyzer and was able to move the bf probe to home position correctly without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10661001. There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (4461) b/f probe 3 home detection failure cause: the home sensor failed to activate after b/f probe 3 moved toward the home position. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. (4497) b/f table rotation motor overrun to positioning sensor cause: the positioning sensor activated improperly during rotating of the b/f table. New measurements will not start. The measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the broken red wire from cable three.

Event description:
A customer reported error message ¿4461 b/f probe 3 home detection failure and 4497 b/f table rotation motor overrun to positioning sensor¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.